Event description:
Complaint ID#: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that during inspection, a crack within the tub of the hls set was found; the intellipack had a crack. The affected hls set was not used on a patient. No harm to any person has been reported. As the product became unsterile and there is a potential risk for a patient, a report is required. The affected hls set was investigated in the getinge laboratory on 2025-07-15 with the following conclusion: "the reported failure "crack in tub (intellipack)" could be confirmed during the investigation. A crack could be localized in the groove of the securing plate. During the visual inspection a further failure was found, cracks were visible on the table tray. No definitive root cause could be determined. However, a most probable cause for the failures could be either mechanical stress during transport or due to improper storage; or a production related damage." This complaint was shared with quality improvements department to investigate further. The production records of the affected product were reviewed on 2025-07-25. According to the final test results, the hls set with the lot#: 3000424068 passed the following tests per specification: functionality test hls set - final product test tightness test - blood inlet/outlet connectors resistance and adhesive quantity adhesive connection of screw threaded connectors - integrity/glueing of the sensors - pressure test ¿ blood side - pressure test ¿ heat exchanger - flow test - gas side. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In the instructions of use of the affected hls set in chapter ¿basic safety instructions¿ it is stated to only use the device if it is sterile and to not use if there is any visible damage. Further it is mentioned that stacking the product in its primary packaging can damage the sterile barrier. Therefore, it is mentioned to not stack stets on top of each other in their primary packaging. According to chapter ¿preparation and installation¿ it is required to perform a careful visual inspection of the sterile packaging before use and to pay particular attention to moisture, openings and soiling. In particular it should be ensured that there is no damage to the material, cracks, burrs of fissures. Based on the investigation results the reported failure could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. The affected product was requested and will be investigated. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that during inspection, a crack within the tub of the hls set was found; the intellipack had a crack. The affected hls set was never used. No patient was involved. No harm to any person has been reported. As the product became unsterile and there is a potential risk for a patient, a report is required. Complaint ID #(B)(4).